Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture malposition was not confirmed as a portion of the suture was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of obstruction / occlusion is listed in the electronic prostyle instructions for use (IFU), as a potential adverse event associated with the use of the device. The investigation was determined that the reported suture malposition and surgical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect of obstruction/ occlusion is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: type of investigation code 4109 removed; investigation conclusions code 4315 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the physician commented that, the angiography was inadequate. The border between the common femoral artery and superficial femoral artery was greatly tortuous (almost perpendicular), the needle was driven in between the tortuous part, and when tensioned, the blood vessel was pulled up and folded. The suture did not reach the back wall of the artery, and blood flow resumed as soon as the suture was surgically removed. It seemed to be due to a technical factor, but the sales representative was asked to check the product as well, just in case. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture malposition backwall stitch was not confirmed as the exact conditions encountered by the device during procedure could not be replicated in the test environment. The lot history record (lhr) and corrective and preventive actions (CAPA) were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of obstruction / occlusion is listed in the electronic prostyle instructions for use as a potential adverse event associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but are not limited to, vessel pinched by suture, lateral puncture, or the device used in a femoral vessel < 5mm. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, after closure with the prostyle device, no pulse was felt at the dorsalis pedis artery. Angiogram via radial approach found the common femoral artery to be occluded. The suture captured the back wall of the artery. The occlusion was treated via surgery. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.